Event description:
The customer reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s): model: ni, serial: ni.